Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer also reported that they experienced high blood glucose. The customer's blood glucose was around 30 mg/dl at the time of hospitalization. The customer's blood glucose was 464 mg/dl at the time of call. The customer stated that they were incoherent and unconscious at the time of incident. The customer stated that they were treated by the paramedics. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.